Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. Improper keypad function was confirmed and was determined to be caused by a failed keypad. The following keys are inoperable: (ok), setup, run/stop, #0, #1, #2, #3, (.), #4, #5, #6, #7, #8, and #9 keys. The on/off key is able to power on the unit; however when powered on the on/off key is inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the ok key will occur following the selected key's function interfering with the (B)(4) drug search. The failed keypad was replaced. Baxter has initiated a CAPA to further the reported event.

Event description:
It was reported that a spectrum pump's keypad was not functioning properly. It was also reported that there was no pt injury.